Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported issue. The surgeon thought the capsular tag was a potential contributing factor in the tear that occurred during hydrodissection. Capsular tears are an inherent risk of cataract surgery. (B)(4).

Event description:
The pt presented with a capsular tear during hydrodissection. The tear extended to the posterior capsule and some vitreous fluid was lost. The tear began at the superior portion of the capsule at the same point where a capsulotomy tag was present. The surgeon performed an anterior vitrectomy and implanted an intraocular lens w/o incident.